Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer received information regarding a rep dreamstation auto CPAP. The manufacturer received information alleging visualization of particles. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was three error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. During the evaluation, secondary findings were observed and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box d: product UDI has been updated. Box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.